Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter was attempted to be used for implant but due to improper operation, the catheter was not used. During implant, the sheath was cut and the catheter fell off and became contaminated. No patient complications have been reported as a result of this event.